Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and two splits were observed between the 25cm and 27cm depth markings. The catheter splits contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned; 'c' shaped impressions leading into the fracture sites which are consistent with material buckling due to movement which caused the fracture edges to be pressed together; overall elliptical shape to the fracture cross-sections (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Event description:
It was reported that PICC was inserted on (B)(6) 2021. PICC used several times over following period for maintenance, bloods & chemotherapy. Patient came in for chemotherapy on (B)(6) 2021. PICC was flushed. Fluid was noted to be tracking out of insertion site & pooling under the dressing. PICC was removed on (B)(6) 2021 (as instructed) as it appeared to be damaged due to leaking. On removal PICC was noted to have a hole at 25cm mark. PICC was 9cm external length so the hole was inside the patient at approximately subclavian/ shoulder area. PICC was removed safely. No further harm to patient.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reeu1736 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that PICC was inserted on (B)(6) 2021. PICC used several times over following period for maintenance, bloods & chemotherapy. Patient came in for chemotherapy on (B)(6) 2021. PICC was flushed. Fluid was noted to be tracking out of insertion site & pooling under the dressing. PICC was removed on (B)(6) 2021 (as instructed) as it appeared to be damaged due to leaking. On removal PICC was noted to have a hole at 25cm mark. PICC was 9cm external length so the hole was inside the patient at approximately subclavian/ shoulder area. PICC was removed safely. No further harm to patient.